Manufacturer narrative:
A. Patient information not provided by customer. D4 - the primary UDI number in d4 is reflective of all currently available information no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented with a damaged modular cable and cracked cables on their backup controller. The modular cable and back-up controller were exchanged.